Event description:
It was reported that the unit shut off during a case and would not turn on. It was further reported that the unit got very hot to the touch, hot enough to burn a hand if touched.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.